Manufacturer narrative:
Concomitant products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3387s-40, lot# v641090, implanted: (B)(6) 2011, product type: lead. Product ID: 3387s-40, lot# v641090, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3387s-40, lot# v641090, implanted: (B)(4) 2011, product type: lead. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that the patient had wires repositioned in 2011 because wire broke or fell down. Refer to manufacturer report 3004209178-2013-20170.